Event description:
11/27 @ 0600 nurse found pump with cassette unattached. Nurse reattached cassette. Pump turned off at 0730 by charge rn due to sedation. 69 mins left on pump. Family requested pump and IV be removed at about 1200. Two nurses went to work cassette. Only 2.5ml retrieved. Company contacted about possible pump failure. Company stated that a "uncontrolled flow could occur if cassette not properly locked onto pump." Informed charge rn of this info. About 6.5ml (conc 1mg/m) unaccounted for.